Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch delica lancing device does not fully penetrate. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began a week prior to contacting lfs. The patient reportedly manages her diabetes with insulin (no adjustments); however, in response to the reported lancing device issue the patient reportedly consumed more food/drink in the evening (date unknown) and at an unknown date/time later, the patient reportedly developed a symptom of blurry vision. The patient, however, denied receiving any form of treatment after the alleged issue occurred. During troubleshooting, the csr verified the patient was using the subject lancing device for the first time, there was no misuse of the lfs product, and the patient was using the correct lancet (per owner's booklet recommendation); however, the alleged issue remains unresolved. A replacement lancing device was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.